Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. Poor telemetry/communication or no telemetry with recharging was reported. The patient didn¿t really know when he last was able to successfully recharge the device. It had been a while, over a month, that he had not charged his implant. The patient went on vacation and forgot to take his charger and now he couldn¿t get his implant to charge back up and it was dead. The patient noted that he had been on disability and had not been very active, wasn¿t moving around, working, or lifting, and the patient had been hanging out on the couch. At that point, the medication that the patient was taking was doing well so he wasn¿t using the stimulator as often as he normally would. The patient had started to become more active and was getting back to where he needed to start using the stimulator again. The antenna was repositioned over the ins during the call with the manufacturer on (B)(6) 2017. The patient was not able to communicate with another external device as he got poor communication on the patient programmer. The patient was to follow-up with a healthcare professional to address a potential overdischarge. The patient needed to start using the implant again in 2017, about a month prior to (B)(6) 2017. The patient started getting the reposition antenna screen on the recharger in (B)(6) of 2017, the week prior to (B)(6) 2017. The poor communication on the programmer occurred on (B)(6) 2017. Additional information was received from the patient. It was reported that the patient¿s battery was in overdischarge, but they were not able to get it out of the overdischarged state so the patient was getting his battery replaced. The patient reported that being unable to charge his implant while on vacation was why it died. The patient¿s battery had been dead for about two to three months as of (B)(6) 2017. The patient wanted to know what he should do with his recharger equipment because he was to have his battery replaced with a non-rechargeable battery. The patient wanted to donate it but he did not have the recharger on hand so he was to call the manufacturer back when he has it. No symptoms were reported. It was noted that the implant died in 2017.